Manufacturer narrative:
Exchange of a heartware to a heartmate 3 left ventricular assist device. Jasmin s. Hanke, axel haverich, jan d. Schmitto. Pii: s1053-2498(16)30465-x. Doi: http://dx.doi.org/10.1016/j.healun.2016.12.005. Reference: healun6414. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Clinical factors that may have contributed are multifactorial and may be attributed to the patient's driveline infection, medical treatment, progression of disease, and patient comorbidities. There are patient and pharmacological factors that may have contributed to this event. There are no allegation of a device malfunction or issues related to the device. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from a journal article that was received that included a report of case of an exchange of a specific manufacturers ventricular (vad) to a competitor's ventricular assist system (vas). A (B)(6) underwent left ventricular assist device (lvad) implantation and after an uneventful follow up of two years, which developed a chronic driveline infection that necessitated a device exchange. In summary, the exchange from an lvad to a competitors lvad is surgically and technically feasible. No additional information was made available on the reason for the competitive change and no other information was made available in the literature review as to the patient history, demographics, only that the exchange was a success and patient was discharged to a rehabilitation center and in now home in generally good condition at 1-year follow up.  No more information provided due to german data privacy law.